Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in leaked. The following information was provided by the initial reporter: "syringe leaks at the plunger. Microlance cannulas have caused punching out."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: fives used samples and one photo were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There was no damage or molding defect observed on the syringe and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lots 1904255 and 1904244, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1904255 and 1904244 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stoppers were properly assembled onto the plunger rod, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1904255, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-15, medical device lot #: 1904244, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-08.

Event description:
It was reported that syringe 50 ml ll clear 14 ga 1-1/4 in leaked. The following information was provided by the initial reporter: "syringe leaks at the plunger. Microlance cannulas have caused punching out."